Event description:
This event is deemed reportable based on the fact that the info provided in a lawsuit, while unsubstantiated, reasonably suggests that a reportable event may have occurred during use of an unidentified safeskin product. Plaintiff's claim alleges the following: pain & suffering, disability & disfigurement, loss of a normal life, and loss of ability to enjoy normal life. At this time, an investigation of the specific complaint will not be conducted as a lot number, product code and samples were not provided. It is unk if safeskin corporation is responsible for this event, as safeskin is one of several manufacturers named in this lawsuit. Neither a specific co nor product is specified. However, an investigation will be initiated if info becomes available which would aid such investigation (e.g., product code, lot number).